Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power loss. The life of battery only lasted for 24 hours and everyday the insulin pump was asking her to change battery. Customer also said that she keep getting repeated blood glucose level request and it's giving her hard time to be in auto mode. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Unable to detect signal from test transmitter, problem isolated to electrical board 2.